Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated some droplets of blood were observed within the holder, however, it could not be determined if the sleeve recovery had malfunctioned. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, it could not be determined if the sleeve recovery had malfunctioned. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd vacutainer ultratouch push button blood collection set had leakage due to the rubber sleeve not returning. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had leakage due to the rubber sleeve not returning. There was no report of exposure, serious injury or medical intervention.